Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported event. The reported event could not be confirmed. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) who performs pd therapy with a homechoice (hc) device experienced a peritoneal leak. The hp was not hospitalized for the event. The hp stated that her doctor told her that she may have a leak in her peritoneum (date unspecified). The hp was told to do capd (continuous ambulatory pd) with a small fill during the day. At the time of this report, the hp had not received treatment for the leak in the peritoneum, further described as treatment is still being decided by the pd unit/physician. At the time of this report, the leak in the peritoneum is ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). A review of the device history record was performed which did not reveal any issues related to the reported issue of leak in peritoneum. A service history review will be performed. Should any relevant information be obtained from this review that is related to the reported event or through other means, a supplemental report will be submitted.